Event description:
It was reported that a physician trained in the use of the prostar xl device achieved arteriotomy closure of the common femoral artery after an interventional, abdominal aortic aneurysm (aaa) repair procedure. Reportedly, during the aaa repair, a pre-close technique was performed and the supra core guide wire was advanced into a prostar xl device and resistance was felt beyond the hemostatic valve. As the guide wire was advanced further into the sheath resistance again was felt before exiting the sheath at the guide wire lumen. The guide wire tip was found to be mangled after exiting the device. The guide wire was removed and a non-abbott guide wire was used successfully. Hemostasis was achieved using the prostar xl device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
Per the clinic, the patient reported little benefit and facial nerve stimulation when using the device. Reprogramming attempts were made, however, the issue could not be resolved. The implanted device remains. The patient has discontinued use of the device.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the monorail hole appeared normal. During the investigation, the guide wire was backloaded and frontloaded without a problem. Without the return of the guide wire used in the device, we cannot verify or confirm the reported experience. Based on the investigation findings, the device performed according to specification; therefore, the root cause for reported event could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.estimated age (patient reported to be in mid 60's). (B)(4).